Manufacturer narrative:
Concomitant medical products: 4068 lead (x2), implanted: (B)(6) 2003. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise was seen on the right ventricular (rv) lead due to a loose setscrew on the cardiac resynchronization therapy defibrillator (crt-d). A revision was completed for the setscrew and the crt-d remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.